Event description:
It was reported that during a wisdom tooth extraction procedure, the micro drill medium straight attachment came into contact with the pt¿s skin and left a burn on the pt¿s upper lip. Additional information regarding the size and severity of the burn and the type of treatment provided is pending.

Manufacturer narrative:
Additional information will be submitted if the device is returned and the quality investigation is completed.